Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device (please refer to medwatch report sent by hospital (B)(6) (B)(4)).

Event description:
Elbow hardware failure requiring replacement.